Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via email of a button error from the insulin pump. The customer stated that the buttons may have been damaged. The customer stated that when they replaced the battery, the screen went black and the readings state button error. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.